Manufacturer narrative:
The account cleaned the head brake assembly to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The account alleged that the head of the bed drifts down. No injury reported.